Manufacturer narrative:
Investigation summary: a device history report was conducted for lot number 7026672. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records lot was manufactured february 9, 2017. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Although a sample was provided for our evaluation, the reported failure mode could not be identified in the photograph. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: the reported tubing defective/damaged was not confirmed after inspecting the photo provided. The defect tubing defective; could not be identified or confirmed because the image is not clear (unit within a bag), as the unit described in the product incident report was not returned for evaluation and testing. We cannot confirm or associate the reported defect since there was no physical evidence to confirm the failure mode. According with the customer description ¿when the clamp was unclamped, the extension tubing was broken and the blood was leaked¿. Engineering team tried to reproduce the defect with the provided information by customer; nevertheless, the defect could not be reproduce using actual process units. Currently, there is a sampling plan in place lot by lot to look for this kind of damage and according to internal process rejects (qn¿s) database, no issues like this have been reported. DHR review for lot reported of catalog 383323, all samples taken for visual and functional characteristics properly met the acceptance criteria pfmea¿s 4797 and p-eura rm5942 were reviewed, the process controls are very likely to detect failure modes and prevent failures end users. Root cause description: based on investigation results to date, the root cause cannot be determined (image is not clear).

Event description:
It was reported that the tubing of a bd saf-t-intima¿ IV catheter safety system broke after the nurse removed the clamp. Blood leaked from the break.